Manufacturer narrative:
No sample or lot number information has received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that knives were dull during separate surgeries. Alternate knives were obtained in order to perform the procedures. Patient impact information is unknown. Additional information has been requested.